Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or determine its root cause. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer's mother reported on (B)(6) 2013 at 1:57 am her son activated a new device; his blood glucose measured 190 mg/dl. Around 3:22 am his bg was reading 312 mg/dl at which he gave a correctional bolus of 0.70 units of insulin. At 7:16 am his bg rose to 380 mg/dl and the pod was deactivated at 7:25 am. Upon inspection, his mother noticed the cannula did not deploy into the infusion site and that she could also smell insulin around the area where the cannula would have come out.